Event description:
A surgeon reported three filtration devices had to be removed during surgery because they were not draining. A fourth device was implanted on the pt during the same surgery. Add'l info was requested and rec'd. This is one of three medical device reports being filed for this event. This report is for the second device.

Manufacturer narrative:
The device was rec'd by a company rep and is in transit to the mfg site for investigation. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. Add'l info was requested and rec'd. (B)(4).